Event description:
It was reported by the patient that he had been experiencing upper abdominal pain, sometimes intense, since the implant of the mesh to repair an umbilical hernia in 2007. Patient was referred back to his surgeon following visit to the emergency room. Surgeon had a CT scan performed. Scan showed small intestinal blockage due to adhesions from the patch against the intestines. Patch was explanted during surgery to remove the adhesions and separate the small intestines. As described by patient, patch was curled up on itself and had become cone-shaped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.